Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implant impinging on a nerve. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# 8004003235003, manufactured 02/06/12, expires 2015-04; ifuse implant, p/n 7045-90, lot# i0833, manufactured 10/14/13, expires 2018-12; ifuse implant, p/n 7055-90, lot# i0923, manufactured 04/23/14, expires 2019-01.

Event description:
In (B)(6) 2014, the patient underwent si joint fusion where three ifuse implants were placed. The patient reported radicular pain symptoms after the surgery. A CT scan revealed that an implant was impinging on the foramen. In (B)(6) 2014, a different surgeon performed a revision surgery where he backed out the impinging implant a few millimeters. No implants were removed. The patient's pain symptoms fully resolved following the revision procedure.